Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level of 535 mg/dl, which was corrected with the insulin pump. The customer's voice was slurred. The customer stated that they have parkinson's disease and always sound that way. The customer was reporting a problem with the insulin pump. They stated that they noticed insulin was not going down as much as it was supposed to. The customer stated that the drive support cap of the insulin pump was protruded. They stated that they may have dropped the device. The customer also stated that, the week prior to the phone call, they removed the reservoir; within two days of use the reservoir moved only one line. At that time, the customer's blood glucose was 500 mg/dl. The customer's blood glucose, the night prior to the phone call, was 445 mg/dl, the morning of the call it was 424, and at the end of the call it had decreased to 377 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.